Manufacturer narrative:
Product investigation complete. The returned cylinder had broken fabric threads present which resulted in a bulge at a fold. This damage could affect the functionality of the device and is therefore concluded to be the most probable cause of the reported device malfunction. Product analysis confirmed a device malfunction as the most probable cause of the reported events. Based on the results of this investigation no escalation is required.

Event description:
It was reported that the patient experienced unspecified issues with his previous ambicor penile prosthesis (app). A surgical procedure was performed in which the app device was replaced with a new app. Only one cylinder was implanted. The tubing to the other cylinder was cut and plugged. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. It was reported that the old app was implanted approximately 17 years ago. It was further reported that the implant malfunctioned. The specific issue was not provided.